Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg. It is unclear if this event was a malfunction or a serious injury.

Event description:
Boston scientific received info that this transvenous right atrial (ra) lead was to be addressed in a surgical intervention just a short time post-implant. It was not known at the time of this initial report what exactly the nature of the performance issue was except that this ra lead was not transmitting properly with the device. The local area sales rep was contacted for more info. As new info becomes available, this report will be further evaluated and updated.